Manufacturer narrative:
Concomitant medical products: 310c33 valve implanted: (B)(6) 2021; 40021 valve implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing bad dizzy spells, headache, nausea. They also stated that they feel like the pacemaker hanging in their chest and like it turned over and flipped completely. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.